Event description:
The "blood detected" alarm sounded and continued to sound from the system 97 pump so the iab was removed. (Event complications: unknown - reported 1/15/97; none reported 2/3/97.) (Pt's current status: unk - rpt'd 1/15/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.